Manufacturer narrative:
Product complaint #: (B)(4). Additional information was requested and the following was obtained: for each event. What procedure was being performed? Skin lesions. Was this during use on the patient? Yes. Were there any patient consequences? No. How was the procedure completed? Another suture either 5/0 nylon or 5/0 prolene. Any change to the patient¿s post-op management? No . What tissue was the suture being used on? Skin. How long have dr (B)(6) been using the w526? Two years. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure for skin lesions on an unknown date and a suture was used. During surgery, the surgeon experienced breaking while suturing the skin. Another device was used to complete the procedure. There were no adverse patient consequences reported.